Event description:
Olympus was informed that during an unspecified therapeutic procedure at an unknown date, the ceramic insulation at the distal end of the inner sheath broke off and fell into the patient. However, no fragments remained inisde the patient since they were immediately retrieved. The intended procedure was completed using another similar device and there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Manufacturer narrative:
The suspect medical device was returned to the manufacturer for investigation/evaluation. The investigation confirmed that the ceramic insulation at the distal end of the inner sheath is broken off. Most likely, a crack at the cutting edge caused the complete detachment of the insulation insert. Furthermore, there is rust at the yellow sealing and at the components of the locking ring. This type of damage is typically caused by thermal and/or mechanical fatigue caused by wear and tear, possibly in combination with excessive force and inadequate reprocessing. Therefore, this event/incident was attributed to use error. It cannot be conclusively determined whether the insulating insert had been pre-damaged at some point in the past, whether the damage was triggered during the reprocessing cycle preceding the incident, or during the procedure. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the inner sheath without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.